Event description:
The lay user/pt contacted lifescan (lfs) customer service in 2009 alleging that his onetouch ultrasmart meter was reading erratically and reportedly developed symptoms afterwards. The medical surveillance specialist (mss) was unable to reach the lay user/pt for follow-up questions. The following complaint was classified based on info obtained from lifescan customer service. The pt indicated that the alleged inaccuracy issue first occurred "about 3 weeks ago." On an unspecified date/time, the pt obtained "203, 154, and 168 mg/dl" on the subject meter within a 10 minute time period. Based on statistical methodology, the calculated difference meets the expected value of <=20%. The pt claimed that 2 weeks after the reported issue began she became shaky, hungry and had a headache. It is not known if the pt tested before and after the symptoms began. It was noted that the pt adjusts her insulin dosages: however, it is not known how she was adjusting her insulin dosages after the reported issue began. Events leading to the symptoms, such as her activity levels, food intake, and other possible health conditions are also not known. The pt denied receiving any form of treatment even though the pt's symptoms suggest hypoglycemia. Based on the provided info at this time, this complaint is being reported because the pt reportedly developed symptoms suggestive of hypoglycemia after obtaining alleged inaccurate erratic meter readings. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.